Event description:
Initial result for a pt total psa was around 10. When repeated, the result was around 4. The incorrect result was not used to guide pt therapy. The field svc rep was unable to confirm any malfunction of the system.